Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred despite filling the cartridge with 250 units of insulin. The customer's blood glucose level was 239-240 mg/dl. Customer loaded a new cartridge to resolve the issue.